Manufacturer narrative:
The electrode pouch was returned for evaluation. Evaluation of the returned electrode pouch was able to identify marks consistent with the wire gasket from the sealing process. This is an indication that the electrode package was assembled correctly at the time of manufacture. A retained sample investigation was performed as due diligence on lot number 0617 with no discrepancies noted. The electrode pouch was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), when this set of stat pads was opened, the electrodes were missing from the package. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.